Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump did not alarm when low on insulin and when battery went dead. The customer also reported that the belt clip holder on pump is worn and wont hold a clip. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches. The trace and history files were successfully downloaded using thus. Removed the battery and the pump alarmed insert battery (with audio alert) activated properly. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed the pump. Verified that the units left in the test reservoir and those left on the display matched (67 units). Several boluses were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional bolus deliveries and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 20-unit and 10-unit bolus deliveries and the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) however, found dried insulin on the motor and motor slide. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, damaged serial number label, cracked battery compartment at the corner of the belt clip rails, broken belt clip rails, and pillowing keypad overlay. The pump passed all functional testing. Not alarming with low insulin detected and during battery alerts are not confirmed. Damaged belt clip rails is confirmed. Super glue or epoxy residue is present on the belt clip slot and rails. Dried insulin was found on the motor and motor slide during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.